Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with noise on the shock channel and t-wave oversensing. It was noted that the patient had been syncopal. This patient has hypertrophic obstructive cardiomyopathy. The patient was new to this clinic and was going to undergo a complete evaluation. The sustained rate duration was programmed to 30 minutes.